Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited the connection between the bending section and distal end was detached due to adhesive peeling around the bending tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the adhesive peeling and detached distal end could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.